Event description:
Initial gentamicin result of 0.3 ug/ml. Same sample repeated gave result of 1.6 ug/ml. User indicated they had seen similar results on additional patients, however data was not provided. Patients were not adversely affected. The field service representative was unable to determine cause. Performance check tests were performed and within specification.